Event description:
Invalid result(s). Called in because he purchased a flowflex kit and the t line was present directly out of the pouch. He then performed the test and the c line appeared. Explained that neither the t or c line should be present directly out of the pouch. The kit was purchased at king soopers.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Called in because he purchased a flowflex kit and the t line was present directly out of the pouch. He then performed the test and the c line appeared. Explained that neither the t or c line should be present directly out of the pouch. The kit was purchased at king soopers.